Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. The reported difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a lesion located in the heavily tortuous, distal left anterior descending artery. The whisper guide wire was advanced, without resistance, across the lesion. Balloon angioplasty was then attempted; however, this was unsuccessful. A non-abbott guide wire was placed as a buddy wire in order to provide more support and an attempt was made to advance a non-abbott stent delivery system; however, it failed to cross. During the attempt the pull back the whisper guide wire, resistance was felt and it is thought that the two guide wires had become tangled together. Once the guide wire was outside the patient, it was observed that the guide wire had separated approximately 10 cm from the tip. A snare device was used in an attempt to retrieve the separated piece of guide wire; however, this was unsuccessful and the separated guide wire segment remains in the patient. The procedure was stopped at this point and the patient is reported to be stable and doing fine post procedure. There was no clinically significant delay in the procedure reported due to the guide wire issue. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.